Event description:
Reporter alleged discrepant back to back blood glucose values of 144, 69, & 69 when testing was performed one minute apart on the advantage system. Customer said she was exercising more than normal and began to feel funny when the testing was performed so she self treated with orange juice to increase her glucose levels.no other actions were taken or treatment received reportedly. A request was made for the return of the suspect and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:norvasc 2o yrs - once dailynovolin r 5 yrs - 15un three times dailynovolin n 5 yrs - 20un three times dailyvitamins 5 yrs aspirin 5 yrs